Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 90% stenosed proximal circumflex artery. A pilot 50 guide wire was advanced to the lesion with the support of a non-abbott microcatheter. After the guide wire crossed the lesion, there was resistance removing the catheter over the guide wire and they stuck together. The two devices were removed as a single unit. A new pilot 50 guide wire was successfully used to completed the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.